Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2021-02665-1. This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. D9: device availability and return date was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation code was added: 3331. H10: narrative/data was updated. DHR review was completed for the subject lot numbers (63850942 and 1233752). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization records (st3344 and op150) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. As documented in the summary investigations, contributing factors for the reported event likely exist outside of zimmer biomet control, including those related to patient biological factors/condition and surgical technique. Based on the summary investigations, no malfunction occurred upon investigation. The reported events remain non-verifiable as they are a medical condition.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2021-02665. Zimmer biomet (B)(4). Patient identifier - (B)(6). Weight unknown / not provided. Fax number unknown / not provided. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
The doctor indicated peri-implantitis, lost integration, bone loss, infection, pain, abscess and inflammation. Ten (10) implants were implanted in the full arch. The immediate edentulous implantation and the immediate loading were performed. Six (6 )months after implantation, the patient felt pain and their gingiva was swelling. The patient came to the clinic for examination and two (2 ) implants were infected and loose. The implants were removed on the same day. The wound was cleaned and bone graft was performed. The patient will be re-implanted selectively.